Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), and noise. During a routine follow up appointment, isometrics and pocket manipulation where completed, and could not reproduce the noise seen. A technical service (ts) consultant reviewed available device data, and suggested additional lead testing, and recommended programming options to turn the ra lead off. This ra lead remains implanted. No adverse patient effects were reported.